Event description:
It was reported that high capture threshold and noise resulting in oversensing and pacing inhibition was observed on the right ventricular (rv) lead. The patient experienced syncope and dizziness as a result of the event. Lead provocation testing was performed and the noise and pacing inhibition was reproduced. Rv lead insulation damage was suspected; however, this was not confirmed. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.